Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top and bottom cases were cracked at front right corner and right plunger case was cracked at top surface. During occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced lead screw, clutch spring, and both clutch halves for a preventative purpose.

Event description:
It was reported that there was a check clutch error. No patient injury was reported.